Manufacturer narrative:
The customer called technical support to report that an oxygen (o2) unavailable error message was displayed when utilizing the e tanks. The biomedical engineer (bme) tested the device with wall oxygen, and the device passed all testing. The bme advised the customer to test the device with the e-tanks and confirm that there were no noticeable leaks coming from the oxygen manifold. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen (o2) unavailable error message was displayed when utilizing the e tanks. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device for procedure. The customer called technical support to report that an oxygen (o2) unavailable error message was displayed when utilizing the e tanks. The biomedical engineer (bme) tested the device with wall oxygen, and the device passed all testing. The bme advised the customer to test the device with the e-tanks and confirm that there were no noticeable leaks coming from the oxygen manifold. The investigation is ongoing.